Event description:
It was reported that the pt experienced a lack of paresthesia on (B)(6) 2011. Impedances were checked and a lead fracture was suspected. The lead was replaced and that fixed the problem. There was no visual damage on the lead, extension and connection part. The lead was not returned as the pt had an infection. There was no reported activity of the part of the pt that could have caused lead damage.

Event description:
Additional information. There was no patient injury. Following the revision the stimulation was suppressing the patient's pain, and the patient was satisfied with the results.

Manufacturer narrative:
(B)(4).